Event description:
Strategic alliance reported on behalf of customer one sars-cov-2 tma run, (B)(6), using assay lot 278579 on panther fusion instrument sn (B)(4) which had two discrepant samples. The samples were initially positive, then resulted negative when retested on another panther. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Hologic product applications specialist (pas) reviewed logs and noted the sample was likely low-target and would not repeat upon retest. Pas did not observe reagent preparation of instrument issues, and kinetics looked good with a clear distinguishment between negative and positive curves. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.